Event description:
During use of the device for a non-clinical activity, the user reported that the serial number ring was missing. No other details regarding the nature of the events were provided. Since the event occurred during routine testing of the device, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.